Event description:
The customer reported that the system would only produce dark images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced video controller printed circuit board. The system was tested and found to be working as intended and put back in service.